Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that automatic ventilation stopped during a case and the machine alarmed for 'vent fail'. There was no patient injury reported.

Manufacturer narrative:
The dispatched drager fse could confirm the issue on-site and has replaced the control pcb and the vacuum pump. The control pcb was returned to manufacturer. It was found that a connector onboard was loose, after correcting the issue the assembly worked well according to specifications. It could not be determined if the connector had loosened already at the time the event occurred or if this was a consequence of the service intervention or return shipment; a causal connection to the reported issue is rather unlikely. The vacuum pump was not returned for investigation but the log file analysis revealed that multiple instances of errors were recorded for the reported date of event that point to problems with the ventilator membrane. The respective vacuum pump is used to maintain a vacuum inside one part of the ventilator piston to keep the ventilator membrane in position. If this vacuum would fell out of the range necessary for safe operation, the device is designed to shut down the automatic ventilation to prevent from serious damages to the system. The device alerts the user by means of corresponding alarms; manual ventilation remains possible. Drager finally concludes that the workstation responded as designed to the malfunction of a single component. The repair exchange of this part has fully solved the issue. No patient consequences have occurred.